Event description:
Original surgery in 1999; left l5 nerve root with l5-s1 spondylolisthesis and l5-s1 disc protrusion. Patient reported to have been in a motor vehicle accident. During physical therapy on 12/06/1999, pt reported hearing a "pop" and experienced pain in his lower back. Examination of x-rays revealed broken implant. Revision surgery in 2000 - one screw fractured and one clamp loose. The 6mm diameter implants removed and replaced with 7mm diameter implants, and the spinal construct taken up one level (l4-s1). Pt reported to be doing fine post-operatively. This event type is occurring below the frequency and severity that are usual for this device system.